Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 73 mg/dl, 37 mg/dl, 131 mg/dl. Tests were done within 10 minutes with a difference of 56 mg/dl. Patient did not experience any adverse events. No further information has been reported.